Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly and the anastomosis was not complete. The surgeon performed a colostomy to correct the condition. The hosp has reported the pt's condition is satisfactory.